Manufacturer narrative:
03/04/1998: h6-primary finding of device analysis revealed intermittent stalling due to motor coil anomaly/open motor coil.

Event description:
Reported as "pump rotor stalled" from foreign reporter.